Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited an impedance measurement of 0 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.